Manufacturer narrative:
Pharmaco-vigilance comments: the serious expected event of swelling at implant site was considered possibly related to the treatment. Serious criteria include the need for medical intervention and hospitalization. The potential root causes for the event include inflammation as a complication of the treatment procedure, and the inherent property of the gel of fluid retention. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. One (1) similar event for implant site abscess out of (B)(4) units supplied of restylane including lidocaine products was reported in (B)(6) during the period 2017 through q2 2020. 32 similar events for implant site swelling out of (B)(4)units supplied of restylane including lidocaine products was reported worldwide during the period 2017 through q2 2020. Manufacturing narrative: lot number was not reported.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 24-oct-2020, by a nurse, which refers to a patient of an unknown age and gender. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with unspecified allergan product but not for over a year. On (B)(6) 2020, the patient received treatment with 0.5 ml restylane to lips (unknown lot number, injection technique and needle type). 6 hours later, on (B)(6) 2020, the patient experienced large swelling reaction(implant site swelling) to upper and lower lips. The patient went to an emergency department and spent a night in hospital. Swelling came down after receiving prednisone [prednisone] as treatment, but not fully back to normal yet. Outcome at the time of the report: large swelling reaction was recovering/resolving.